Event description:
It was reported that the device failed downstream testing and the event occurred during testing. There was no delay in therapy and no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Event: unknown; no information has been provided to date.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn upstream occlusion seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.